Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room with shortness of breath. Interrogation revealed high capture threshold. A chest x-ray indicated dislodgement of the rv and lv leads and the device appears to have dropped three inches from its original position. The leads were explanted and replaced. The patients condition is good following the procedure.